Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report a low event and cgm inaccuracies on (B)(6) 2013. The patient reported that his low alert, programmed at 70 mg/dl, went off prior to the low event. The patient reported that his wife was present as the patient was on the verge of becoming unconscious and treated the patient with two juice boxes. The patient reported that he responded to the treatment and did not need to call emergency services. At the time of the call to dexcom technical support the patient stated that he was fine now.